Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high elecsys t3 result for one patient sample from a cobas 8000 e 602 module. The initial result was 651.0 ng/dl and the repeat results on (B)(6) 2018 were 130.2 ng/dl, 135.2 ng/dl, and 131.4 ng/dl. The result of 651.0 ng/dl was reported to an external laboratory who contacted the customer and asked for repeat testing. After repetition, the result of 130.2 ng/dl was considered to be correct and was reported to the external laboratory. The patient was only informed about the final result of 130.2 ng/dl. There was no allegation of an adverse event. The reagent lot number was 238166. The expiration date was requested but was not provided.

Manufacturer narrative:
The provided calibration data is within expectations. The provided quality control data is within expectations. The provided alarm trace shows multiple abnormal sample probe alarms and abnormal aspiration alarms. The sample was prepared at an external laboratory and transported to the customer lab. The investigation was unable to find a definitive root cause.